Event description:
It was reported that an IV fluid administration set has been received with the tubing cracked off of the chamber. Discovered upon opening. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI number is unknown. No product information has been provided to date.